Manufacturer narrative:
Initial reporter information was not provided.

Event description:
Advocate stated his father had a contour next ez. When readings were compared with the mother's meter (type not verified) the readings differed by 50mg/dl. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The strips were not expected to be returned, and the strip information was not provided. A new meter was sent to the customer.

Manufacturer narrative:
Device manufacture date has been corrected.